Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler has been evaluated by the failure analysis engineer (fae) team. The initial failure analysis was partially confirmed. The instrument was installed on an in-house system and failed to engage on each attempt. The axis of failure was on the roll axis. Fae observed more interference along the roll axis during the engagement sequence. The main tube appeared to be slightly bent, resulting in abnormal rotation during engagement. The instrument was removed and visually inspected. The main tube was found to have a small dent roughly two inches from the housing. The instrument main tube was compared against an in-house instrument and was confirmed to be slightly bent. A bend in the main tube, can increase the friction along the roll axis, which can result in an axis offset upon successful engagement. This offset is the likely cause for the opposite motion confirmed through the initial analysis. Additionally, the mating roll gear and idler teeth were observed to have wear/deformation, which can result from over-rotating the main tube while off the system. A misaligned roll gear can result in roll axis engagement failures.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the sureform 60 stapler instrument was used for a surgical task and the instrument was sluggish and would not grasp the tissue soundly. The sureform 60 stapler instrument would not straighten when placed into the neutral or the exit position. Additionally, it was difficult to reload the next stapler reload. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform 60 instrument was analyzed and tested with an in-house system. The instrument exhibited unintuitive motion during testing. The yaw movement would cause pitch motion instead of movement. Additional observation not reported by the site that is related to the primary failure: the instrument was found to have a misaligned roll gear. This failure caused the unintuitive and engagement failures of the instrument. Additional observation not reported by the site that is not related to the customer-reported complaint: the instrument was found to have failed the engagement test based on a log review and during in-house testing. The instrument was placed on an in-house system with an in-house drape and seal. The instrument failed the engagement test. The engagement test was performed a total of five times and failed twice. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.